Event description:
It was reported the patient no longer wants the scs system, the patient indicated the stimulation pattern has changed and would like the system explanted. Surgical intervention is planned at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.